Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ffr measurement was attempted with the guidewire in the rca, but a dissection was caused between the medial and proximal part of the rca. Due to heavy calcification, the guidewire could not be placed and the dissection was caused. A non-abbott guidewire was used to diagnose the dissection, and stents were placed and the issue was resolved. There were no performance issues with any abbott devices.